Event description:
It was reported that the ilet screen was separating from the back housing, resulting in loss of water tightness while the device continued to function. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no medical intervention or hospitalization. Investigation included collection of user report, verification of device identifiers and shipping details, and initiation of device return for evaluation. Investigation of this case revealed a screen-to-housing delamination consistent with a mechanical/adhesive integrity issue of the display assembly, with no evidence of electronic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely product design or manufacturing process variability affecting the screen bond.